Manufacturer narrative:
Article 214.550-exs, lot 9463573: manufacturing location: (B)(4). Manufacturing date: 27april2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the cannulated screw was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Because of the finding that the cutting of the screw tip break out. The shaft of screw is bent and a k-wire is stuck in the cannulated screw. It is likely that there was a technical complication during insertion of the cannulated screw. (I.e. Improper insertion; k-wire wire or screw introduced not proper alignment, what led to the contact of the screw tip to the k-wire). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The screw broke during insertion and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of a 4.5mm cannulated screw broke during insertion. A five (5) minute surgical delay was noted with no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.